Event description:
During preparation for cardiopulmonary bypass, the device would not operate on battery power as expected. There was no reported adverse consequence to the patient as a result of this event.